Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The investigation found no damages or deficiencies that would contribute to a communication error. The pod reset, connected to a personal diabetes manager (pdm), delivered a 5-unit bolus and deactivated. No communication errors occurred during rerun. The cause of the reported communication error could not be determined. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.

Event description:
It was reported the patient's blood glucose level rose to 375 mg/dl while wearing the pod for 20 hours. When removed from the infusion site (leg) due to receiving a communication error while attempting to deliver a bolus, the pod's cannula was found bent. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.